Event description:
It was reported the visual alarms were not functioning. The issue occurred during testing with no patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the battery was placed in the compartment incorrectly. This issue was found to be caused by the customer. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.